Event description:
The trapliner catheter balloon ruptured on the first attempt to use the catheter. The catheter was removed and replaced without incident or harm to the patient. Manufacturer response for trapliner catheter, trapliner catheter (per site reporter), unknown.